Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they are finding that they have to "charge things way more than they had to charge the other device". Patient stated "this is not convenient for her". Agent tried to clarify which device this is related to and patient stated "both of them". Patient reported they notice that the battery has gone down when patient hasn't used it. Patient stated they were told by doctor  that they have to charge the devices every night. The patient later reported "they  were going to go into a store that they know turns off  their device".